Manufacturer narrative:
Device was used for treatment, not diagnosis. Kanno et al. (2016) does a retromandibular transparotid approach for the open treatment of condylar fractures result in facial nerve injury. J oral maxillofac surg 74:2019-2032. This report is for unknown mandible locking plates, unknown quantity, unknown lot. Other number: UDI--unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kanno et al. (2016) does a retromandibular transparotid approach for the open treatment of condylar fractures result in facial nerve injury. J oral maxillofac surg 74:2019-2032. Fifty patients with 55 displaced mandibular subcondylar fractures (35 men, 15 women; mean age, 44.5 yr; range, 17 to 87 yr) were part of a retrospective cohort study of patients with condylar fractures requiring open reduction and rigid internal fixation (orif) through the retromandibular transparotid approach (RMA). Condylar fracture fixation was subsequently carried out with a 2.0-mm locking miniplate (ao; lock mandible 2.0, matrix mandible 2.0; (B)(4)) that was fixed at the posterior border buttress of the mandibular ramus and then screwed to the condylar segment. A second 2.0-mm locking miniplate (ao; lock mandible 2.0, matrix mandible 2.0) was fixed to the ramus at the anterior buttress of the condyle in the same manner, providing a double buttress fixation for stabilization. Alternatively, 1 3-dimensional (3d) subcondylar locking miniplate (ao; matrix mandible subcondylar plates system) was used, based on the same double-buttress fixation concept. The following complications occurred: of the 50 patients who underwent surgery for 55 mandibular condyle fractures, 7 (12.7%) developed fnp postoperatively; all 7 had a normal preoperative neurologic assessment. Six of the 7 patients (85.7%) had moderate-to-severe intra-front-mesial deviation with dislocation of the fractured condylar segment at the condylar neck. The remaining patient had bilateral condylar base fractures with displacement. There had been no surgical difficulties during the bilateral surgical procedure, but facial nerve weakness or paralysis was immediately evident postoperatively and involved hemifacial imbalance on 1 side. One patient reported (tmj) pain at the final follow-up, but it was not clinically problematic. This is report 1 of 1 for (B)(4). This report is for unknown 2.0mm locking miniplates.